Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. The pt underwent a lead and extension replacement procedure on (B)(6) 2011 (reference MFR reports: 1627487-2011-02160, 1627487-2011-02161, 1627487-2011-02162 and 1627487-2011-02163). On (B)(6) 2011, it was reported that the pt was unable to locate her ipg to charge, and her charger turns off after a few minutes. It was reported that some swelling existed at the ipg site due to the pt's recent procedure. The pt reported that she has lost weight since her original implant date. The pt was sent a replacement charger; however, it is undetermined whether the replacement external device resolved the issue. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.